Event description:
Reporter alleged the patient received a discrepant blood glucose result of 533 mg/dl on inform system 1, compared back to back with a result of 239 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the vial was completely used, and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B) (6).